Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Device not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4); supplier: (B)(4), manufacturing date: 03 february 2015, expiry date: 01 january 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the: non-sterile 436.505 / 9262464 were manufactured at (B)(4), part number 436.505, lot# 9262464, manufacturing location: (B)(4). Manufacturing date: 05 january 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery for olecranon fracture, the plate was broken at the tab area when the surgeon attempted to bend by hand. It happened right after the surgeon first tried to bend lightly. He confirmed that he didn¿t repeat bending or bend back and forth. The surgeon didn¿t use the broken plate but used another plate of different size to complete the surgery successfully. There was a one-minute surgical delay. No adverse consequence was reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the broken part was received in a clean, but deformed and broken state. The plate was received including the broken off piece. Plate is broken and shows some scratches on the surface. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. The plate was produce as it should. No abnormality in process was found. All measurements are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.